Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests, and no motor error alarms were noted. However, the unit was unable to be primed due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. No cosmetic damage noted.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 130 mg/dl. The motor error occurred during a bolus attempt. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.